Event description:
The customer reported that the fentanyl tubing was primed and inserted into the pump. Door was closed without issue. Fentanyl was found to be free flowing through tubing as soon as door was closed. The tubing was not attached to patient at time of free flow. Tubing and pump removed and taken out of service. There was no patient involvement. The customer provided biomed device biomed findings. On (B)(6) 2018, using asm on device serial number (B)(6), the pm failed at patient side, occlusion-flow blocked. The pm could not be completed due to failure at patient side occlusion. On march 20, 2018, using asm software, pm was completed on serial number (B)(6) and it passed. No adjustments or repairs were necessary. On march 20, 2018, device serial number (B)(6) had a pm completed using asm, and the door latch was sticking for which the screw for the latch was tightened. The customer reported the display needs to be replaced, but the functions worked as manufacturer designed. On march 20, 2018, pm was completed on device serial number (B)(6) and passed. No adjustments or repairs were necessary. On march 27, 2018, using asm, the pm was completed on device serial number (B)(6) and passed; no adjustments or repairs were necessary. Received from the customer on july 9, 2018, the customer writes, "flow-stop open alarm, dried fluid residue".

Manufacturer narrative:
The customer¿s concerns that fentanyl was found free flowing through the tubing as soon as the door was closed was not confirmed in the pcu logs or replicated during testing. The review of the pcu event log identified source lvp 14187340 was selected and programmed via ¿remote IV¿ to infuse drug ID 285 (fentanyl). The logs recorded the source lvp infusing drug ID 285 (fentanyl) for over 16 hours. There were no other infusion entries for drug ID 285 in the pcu event logs. Testing performed on the source lvp found the device operating in specification. During testing there were no observations of unregulated flow. The inspection of the source lvp observed dried fluid on the left and right sides of the upper occlude. The dried fluid was observed in the occluder guide. It is not believed that the amount of dried fluid observed in the occluder guide is sufficient enough to bind the occluder movement to cause an unregulated flow event. The pumping mechanism was disassembled and inspected during this investigation. Service will be replacing the bezel. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode.

Manufacturer narrative:
The customers concerns that fentanyl was found free flowing through the tubing as soon as the door was closed was not confirmed in the pcu logs or replicated during testing. The review of the pcu event log identified source lvp 14187340 was selected and programmed via remote IV to infuse drug ID 285 (fentanyl). The logs recorded the source lvp infusing drug ID 285 (fentanyl) for over 16 hours. There were no other infusion entries for drug ID 285 in the pcu event logs. Testing performed on the source lvp found the device operating in specification. During testing there were no observations of unregulated flow. The inspection of the source lvp observed dried fluid on the left and right sides of the upper occlude. The dried fluid was observed in the occluder guide. It is not believed that the amount of dried fluid observed in the occluder guide is sufficient enough to bind the occluder movement to cause an unregulated flow event. The pumping mechanism was disassembled and inspected during this investigation. Service will be replacing the bezel. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the fentanyl tubing was primed and inserted into the pump. Door was closed without issue. Fentanyl was found to be free flowing through tubing as soon as door was closed. The tubing was not attached to patient at time of free flow. Tubing and pump removed and taken out of service. There was no patient involvement. The customer provided biomed device biomed findings. On (B)(6), 2018, using asm on device serial number (B)(4), the pm failed at patient side, occlusion-flow blocked. The pm could not be completed due to failure at patient side occlusion. On (B)(6) 2018, using asm software, pm was completed on serial number (B)(4) and it passed. No adjustments or repairs were necessary. On (B)(6) 2018, device serial number (B)(4) had a pm completed using asm, and the door latch was sticking for which the screw for the latch was tightened. The customer reported the display needs to be replaced, but the functions worked as manufacturer designed. On (B)(6) 2018, pm was completed on device serial number (B)(4) and passed. No adjustments or repairs were necessary. On (B)(6) 2018, using asm, the pm was completed on device serial number (B)(4) and passed; no adjustments or repairs were necessary. Received from the customer on july 9, 2018, the customer writes, "...flow-stop open alarm, dried fluid residue".